Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Six days post implantation, a sudden increase of the pacing impedance and ventricular oversensing was reported. The lead was replaced, but not returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion along the lead body. In particular 7.5 cm as well as between 48.5 cm and 57 cm distal to the is-1 connector pin the insulation was found rubbed through. Additionally 57 cm distal to the is-1 connector pin the conductor cable to the ring electrode was found fractured. These damages can be considered as the root cause for the clinical observation of oversensing as mentioned in the complaint description. Based on the characteristics of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The rubbed through insulation at 7.5 cm distal to the is-1 connector pin most likely occurred as the result of interaction with the ICD housing. Regarding the insulation damages in the distal area of the lead significant motion in the region of the tricuspid valve and interaction with modified tissue or a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available. The analysis did not reveal any sign of a material or manufacturing problem.